Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the blade tip broke off into the patient. It was retrieved through the trocar. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the patient.